Event description:
It was reported by the patient that the current system's battery life was deteriorating, necessitating more frequent charging for proper functioning, and the battery life gauge appeared inaccurate. The touchscreen exhibited a delay in response time. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting, and no additional information was received regarding the outcome of the event.